Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. As the reported event was unconfirmed a device history record review was not required. However, a device history record review was completed before unconfirming the event. As the reported event was unconfirmed a labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when injecting sterile water into the balloon, the injection was smooth, but there was resistance when pulling it out, and sterile water did not return to the syringe unless the balloon was pushed. Per information in the internal bd comments on 11sep2023, stated that cracks were found in the balloon. The representative cut the inlet tube and discarded the bag. Per follow-up information received from ibc on 13sep2023, stated that the defect was found before use. Per follow-up information received from ibc on (B)(6) 2023, stated that there was no need to treat the balloon cracks mentioned in the internal bd comments as a complaint because they have not heard of any cracks in the balloon from the customer. Stated that it was likely that the balloon was accidentally damaged while being transported from the customer to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when injecting sterile water into the balloon, the injection was smooth, but there was resistance when pulling it out, and sterile water did not return to the syringe unless the balloon was pushed. Per information in the internal bd comments on 11sep2023, stated that cracks were found in the balloon. The representative cut the inlet tube and discarded the bag. Per follow-up information received from ibc on 13sep2023, stated that the defect was found before use. Per follow-up information received from ibc on 20sep2023, stated that there was no need to treat the balloon cracks mentioned in the internal bd comments as a complaint because they have not heard of any cracks in the balloon from the customer. Stated that it was likely that the balloon was accidentally damaged while being transported from the customer to bd.